Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. Insulin pump had pump error alarm and was not able to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, keypad voltage test, self test and displacement test. Successfully downloaded the trace and history files using thus. All buttons are operating properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files shows on 3/2/2022 there was one (1) failed batt test (battery failed) alarm at 08:01 and two (2) batt out limit (power loss) alarms at 08:34 that had occurred. No unusual or excessive battery/power related faults noted in the history files. The test energizer battery was removed from the battery compartment and reinserted less than 5 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 68 alarms were noted. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and the battery tube power connector is properly connected to j7/pcb 1. A p-cap locks properly into the reservoir compartment. The following were. Noted during physical inspection: scratched case, cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, and cracked battery compartment. Customer complaint of the pump will not turn on (blank display) after battery change and unresponsive keypad are not confirmed. Cosmetic damage (crack on the battery compartment) is confirmed. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.